Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer refused to return product.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. 20 mg/dl, 23 mg/dl, and 140 mg/dl 2. 43 mg/dl and 123 mg/dl sets of readings were taken at different times. The customer did not experience any symptoms. No adverse event reported. Requested return of suspected device and strips; however, no product will be returned.